Event description:
Device malfunction: entanglement with stent delivery system. Symptoms/ae: removal and replacement of the embolic protection device. Time of malfunction/ae: during procedure. It was reported that during a left internal carotid artery stenting procedure, while deploying the stent, the stent delivery system briefly engaged with the filter. While attempting to remove the stent delivery system, the filter was pulled down to the level of the stent. Reportedly, a viatrac balloon was inserted and was attempted, unsuccessfully, to be used to push the filter back into place. The filter was removed with the retrieval catheter and a new filter was placed. The procedure continued without any adverse patient sequelae reported. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study report. The customer reported the device was discarded. The lot number was provided. It appears that the stent delivery system's distal end was advanced and positioned too close to the emboshield proximal segment leading to engagement of the two devices and the downward pull of the filter. The emboshield instructions for use states "during stent placement, 1.5 cm of vessel should be left between the distal margin of the stent and the filtration element. The stent delivery system should not contact the filtration element." The event appears to be related to patient anatomical characteristics, user handling and operational context. A review of the lot history record did not reveal any non-conformities which could have contributed to this event.